Event description:
It was reported that the insulin pump had unexplained motor errors alarms during rewind and the customer has to restart the rewind process. It was also stated that the customer has to frequently change the battery and receives no delivery alarms. The insulin pump has condensation inside the screen and the esc button sticks. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.